Event description:
Patient had previous shunt malfunction and had valve replaced with medtronic strata mr valve. Patient had multiple visits to clinic with concerns of shunt malfunction. Patient experience multiple attempts through multiple clinic visits to reprogram valve to lower and higher settings. Each time valve was reprogrammed, there was concerns whether valve was successfully reprogrammed as the setting seemed to vacillate between two settings rather than confirming definitively that the valve was reprogrammed to planned setting. Valve could not be reprogrammed to the setting required for the patient. Finally, patient was brought back for elective replacement of valve. Intraoperatively valve noted to not be working optimally for the patient and was changed to the regular strata ii valve. Dates of use: (B)(6) 2016- (B)(6) 2017. Diagnosis or reason for use: hydrocephalus.